Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had a power on reset likely due to radiation therapy. It was also reported impedance on the superior vena cava coil of the lead measured 69 ohms and the physician felt this was high. Follow up revealed the power on reset was resolved. The device and lead remain in use. No patient complications have been reported as a result of this event.